Event description:
Ceramic tip from resectoscope broke out during turp. Ceramic tip was retrieved without any harm to pt. Shoulder to shoulder education with the provider. The instrument was replaced with a new one in the tray. Discussed the case with operating room mgr, surgeon and contacted the company rep. Surgeon mentioned that he is unfamiliar with a particular aspect of this resectoscope. We contacted the company to educate the surgeon and be there for next couple of cases until the surgeon is familiarized himself. FDA safety report ID# (B)(4).